Event description:
The customer reported that the save feature failed to function properly. This may result in a loss of pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.